Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain/ abdomen pain (consistently, severe)") and genital haemorrhage ("persistent bleeding") in a 28-year-old female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 2004, (B)(6) 2007, (B)(6)2010 and (B)(6) 2015), back pain on (B)(6) 2014, abdominal hernia, c-section in 2015, premature delivery in 2004, vaginal delivery, premature baby and stillbirth nos in 2012. Previously administered products included for an unreported indication: ius nos. Concurrent conditions included morbid obesity, fungal foot infection since (B)(6) 2015, onychomycosis since (B)(6) 2015, nausea since (B)(6) 2016, emesis since (B)(6) 2016, leukocytosis since (B)(6) 2016, anemia since (B)(6) 2016, appendicitis since (B)(6) 2016, cramp in lower abdomen since (B)(6) 2016, penicillin allergy, hives, skin rash, amenorrhea since (B)(6) 2016, trouble falling asleep since (B)(6) 2016, tiredness since (B)(6) 2016, energy decreased since (B)(6) 2016 and pelvic adhesions since (B)(6) 2016. Concomitant products included medroxyprogesterone (depo provera) from 2015 to 2016 for birth control as well as anaesthetics (anesthesia), ceftriaxone, ibuprofen (motrin) since 2016, metronidazole, para-seltzer (excedrin) since 2016 and solpadeine (tylenol 1) since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain/ abdomen pain (consistently, severe)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, dysmenorrhoea and fatigue outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: right lower quadrant, pain. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: the uterus measures 12.0 x 5.3 x 6.9 cm.; on (B)(6) 2016: the uterus measures 8.8 x 4.6 x 5.2 cm. On (B)(6) 2014, ultrasound pelvis with transvaginal and doppler: the uterus measures 12.0 x 5.3 x 6.9 cm. The endometrial echo strip measures 1.5 cm. The right and left ovaries measure 4.3 x 2.3 x 2.2 cm and 3.2 x2.5 x 2.8 cm. Normal flow demonstrated both ovaries. No evidence of adnexal mass. Small free fluid pelvis. Impression: normal flow both ovaries. No adnexal mass. Small free fluid pelvis. On (B)(6) 2016, ultrasound pelvis with transvaginal and doppler: the uterus measures 8.8 x 4.6 x 5.2 cm. Endometrium measures 15 mm. The right ovary measures 3.9 x 2.8 x 2.3 cm. The left ovary measures 2.7 x 2.4 x 2.2 cm. Flow was identified to the ovaries. There is a fluid collection in tile endometrium. A lower segment cesarean section. Impression: fluid collection in the endometrium. Flow identified to the ovaries. On (B)(6) 2016, CT abdomen and pelvis with contrast, indication: right lower quadrant, pain. Findings: there is a tubular structure in the right lower quadrant measuring 6.4 mm. This blind-ending structure is consistent with an appendix. It is seen best on series 5 image 48-58. There is also seen on sagittal image 76. It measures 8 mm on the sagittal images. There are no periappendiceal inflammatory changes. However the tip of the appendix is adjacent to the right ovary. Moderate retained stool is noted in the colon. There is also a small bowel feces sign in the distal ileum. This can be due to its to transit time. Bilateral tubal ligation clips are noted. There are adnexal cysts. There is no colonic diverticulosis or evidence of acute diverticulitis. The pelvic viscera is normal. The urinary bladder and rectum are normal. There is no free fluid or free gas. There is no lymphadenopathy. The aorta is unremarkable. No suspicious lytic or sclerotic bone lesions are noted. Impression: the appendix measures 8 mm. However there are no periappendiceal inflammatory changes. Avery early appendicitis cannot be excluded but appears less likely. Continued clinical surveillance, correlation with physical exam is recommended. (B)(6) 2016, hysterosalpingogram showed preliminary scout film of the pelvis reveals no abnormal soft tissue masses or calcifications. There is good visualization of the endometrial cavity which is normal in size, position and contour. No filling defects are noted. Essure micro-inserts are seen in the bilateral fallopian tubes. No contrast is seen extending to the fallopian tubes. Impression: essure micro-inserts in the bilateral fallopian tubes without opacification of the fallopian tubes or peritoneal spillage. On (B)(6) 2016, surgical biopsy report showed final pathologic diagnosis: a. Right fallopian tube: fallopian tube tissue showing no atypia. Metallic wire. B. Left fallopian tube: cylindrical inflamed tissue containing amorphous material compatible with fallopian tube containing wire device. No neoplasm seen. Clinical history: patient had essure wires placed specimens received: a: fallopian tube, right; b: fallopian tube, left pre operative diagnosis: desires sterilization. Gross description: a. Specimen is received in formalin labeled "right fallopian tube". It is a fimbriated, pink, curved, cylindrical portion of tissue with a smooth serosal surface. It measures 0.5 cm in diameter and 6 cm in length. Also within the container is a 9.5 cm metallic spring wire consistent with essure sterilization spring. Representative sections are submitted for microscopic examination in two cassettes. B. Specimen is received in formalin labeled "left fallopian tube". It is a pink, curved, cylindrical portion of tissue with a smooth serosal surface. It measures 0.5 cm in diameter and 2 cm in length. Lodged within the lumen of the specimen is a 13 cm length of metallic wire consistent with an essure sterilization spring. Representative tissue is submitted for microscopic examination as "(B)(6)". Microscopic description: a. Sections are of fallopian lube tissue including fimbria. There is evidence of complete transection. No atypia is seen. B. Sections are of a small tubular structure in which there is amorphous crystalline and granular material the lumen. There is a muscular wall compatible with fallopian tube with chronic inflammation. No intact tubal epithelium is present. No neoplastic cells are seen. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, pelvic pain, dysmenorrhea, migraine and headache. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain/ abdomen pain (consistently, severe)") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2010 and (B)(6) 2015), back pain on (B)(6) 2014, abdominal hernia, c-section in 2015, premature delivery in 2004, vaginal delivery and premature baby. Previously administered products included for an unreported indication: ius nos. Concurrent conditions included morbid obesity, fungal foot infection since (B)(6) -2015, onychomycosis since (B)(6) 2015, nausea since (B)(6) 2016, emesis since (B)(6) 2016, leukocytosis since (B)(6) 2016, anemia since (B)(6) 2016, appendicitis since (B)(6) 2016, cramp in lower abdomen since (B)(6) 2016, penicillin allergy, hives, skin rash, amenorrhea since (B)(6) 2016, trouble falling asleep since (B)(6) 2016, tiredness since (B)(6) 2016, energy decreased since (B)(6) 2016 and pelvic adhesions since (B)(6) 2016. Concomitant products included anaesthetics (anesthesia), ceftriaxone, ibuprofen (motrin) since 2016, metronidazole, solpadeine (tylenol 1) since 2016 and thomapyrin n (excedrin) since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain/ abdomen pain (consistently, severe)"). In (B)(6) 2016, the patient experienced sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, sexual dysfunction, headache, dysmenorrhoea and fatigue outcome was unknown and the migraine and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, sexual dysfunction, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. On (B)(6) 2014, ultrasound pelvis with transvaginal and doppler: the uterus measures 12.0 x 5.3 x 6.9 cm. The endometrial echo strip measures 1.5 cm. The right and left ovaries measure 4.3 x 2.3 x 2.2 cm and 3.2 x2.5 x 2.8 cm. Normal flow demonstrated both ovaries. No evidence of adnexal mass. Small free fluid pelvis. Impression: normal flow both ovaries. No adnexal mass. Small free fluid pelvis. On (B)(6) 2016, ultrasound pelvis with transvaginal and doppler: the uterus measures 8.8 x 4.6 x 5.2 cm. Endometrium measures 15 mm. The right ovary measures 3.9 x 2.8 x 2.3 cm. The left ovary measures 2.7 x 2.4 x 2.2 cm. Flow was identified to the ovaries. There is a fluid collection in tile endometrium. A lower segment cesarean section. Impression: fluid collection in the endometrium. Flow identified to the ovaries. On (B)(6) 2016, CT abdomen and pelvis with contrast, indication: right lower quadrant, pain. Findings: there is a tubular structure in the right lower quadrant measuring 6.4 mm. This blind-ending structure is consistent with an appendix. It is seen best on series 5 image 48-58. There is also seen on sagittal image 76. It measures 8 mm on the sagittal images. There are no periappendiceal inflammatory changes. However the tip of the appendix is adjacent to the right ovary. Moderate retained stool is noted in the colon. There is also a small bowel feces sign in the distal ileum. This can be due to its to transit time. Bilateral tubal ligation clips are noted. There are adnexal cysts. There is no colonic diverticuloois or evidence of acute diverticulitis. The pelvic viscera is normal. The urinary bladder and rectum are normal. There is no free fluid or free gas. There is no lymphadenopathy. The aorta is unremarkable. No suspicious lytic or sclerotic bone lesions are noted. Impression: the appendix measures 8 mm. However there are no periappendiceal inflammatory changes. Avery early appendicitis cannot be excluded but appears less likely. Continued clinical surveillance, correlation with physical exam is recommended. (B)(6) 2016, hysterosalpingogram showed preliminary scout film of the pelvis reveals no abnormal soft tissue masses or calcifications. There is good visualization of the endometrial cavity which is normal in size, position and contour. No filling defects are noted. Essure micro-inserts are seen in the bilateral fallopian tubes. No contrast is seen extending to the fallopian tubes. Impression: essure micro-inserts in the bilateral fallopian tubes without opacification of the fallopian tubes or peritoneal spillage. On (B)(6) 2016, surgical biopsy report showed final pathologic diagnosis: a. Right fallopian tube: fallopian tube tissue showing no atypia. Metallic wire. B. Left fallopian tube: cylindrical inflamed tissue containing amorphous material compatible with fallopian tube containing wire device. No neoplasm seen. Clinical history: patient had essure wires placed specimens received: a: fallopian tube, right; b: fallopian tube, left pre operative diagnosis: desires sterilization. Gross description: a. Specimen is received in formalin labeled "right fallopian tube". It is a fimbriated, pink, curved, cylindrical portion of tissue with a smooth serosal surface. It measures 0.5 cm in diameter and 6 cm in length. Also within the container is a 9.5 cm metallic spring wire consistent with essure sterilization spring. Representative sections are submitted for microscopic examination in two cassettes. B. Specimen is received in formalin labeled "left fallopian tube". It is a pink, curved, cylindrical portion of tissue with a smooth serosal surface. It measures 0.5 cm in diameter and 2 cm in length. Lodged within the lumen of the specimen is a 13 cm length of metallic wire consistent with an essure sterilization spring. Representative tissue is submitted for microscopic examination as "(B)(6)". Microscopic description: sections are of fallopian lube tissue including fimbria. There is evidenceof camplete transection. No atypia is seen. Sections are of a small tubular structure in which there is amorphous crystalline and granular material the lumen. There is a muscular wall compatible with fallopian tube with chronic inflammation. No intact tubal epithelium is present. No neoplastic cells are seen. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, pelvic pain, dysmenorrhea, migraine and headache. Most recent follow-up information incorporated above includes: on 8-feb-2018: pfs and mr received: new reporters, patient demographic information, historical and concomitant conditions, historical and concomitant drugs, product indication, lot no, new events vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, sexual dysfunction, migraine, headache, dysmenorrhea, abdominal pain and fatigue added.outcome for the events migraine and abdominal pain added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to removed the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.